Manufacturer narrative:
Product analysis: analysis confirmed the reason for return (faulty screen calibration) and it was concluded that the xy board was defective. The log files also showed many errors which require a new software installation to solve. The display latches were broken, the bezel had minor damage, all cover hinge bullets were missing and the media door was damaged. The device was cleaned, all defective parts were replaced and all other identified issues were resolved. The programmer then passed its electrical safety as well as all other final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been received into service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was out of calibration. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.